Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds and oversensing on the right ventricular (rv) lead that resulted in pacing inhibition greater than two seconds with no asystole. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.